Manufacturer narrative:
The reported field event of a set screw anomaly was not confirmed in the laboratory. Visual inspection of the septa, bores, and contact springs noted no anomalies. The device was tested on the bench and no anomalies were found. The cause of the reported set screw anomaly could not be determined. Initial reporter: unknown.

Event description:
It was reported that high atrial lead impedance was observed due to a suspected loose setscrew issue. The device was explanted. Patient condition was well.